Event description:
It was reported that the left ventricular (lv) lead had high impedance. There was a lead integrity warning on the right ventricular (rv) lead for oversensing and short interval counts (sic). The lv lead was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant 419378 lead implanted: 2002-(B)(6), 5076-52 lead, implanted: 2002-(B)(6), (B)(4).